Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during surgery the burr broke. Because of that incident the surgeon had to switch to an open technique and was using the saw. The surgery was completed successfully with the saw. There was no harm for patient, user or third party. Follow-up investigation: the tip of burr broke and was not retrieved. The tip will remain inside the drill hole which is secured by a titan anchor.

Event description:
It was reported that during surgery the burr broke. Because of that incident the surgeon had to switch to an open technique and was using the saw. The surgery was completed successfully with the saw. There was no harm for patient, user or third party. Follow-up investigation: the tip of burr broke and was not retrieved. The tip will remain inside the drill hole which is secured by a titan anchor.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the device's tip was broken-off. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.